Manufacturer narrative:
This report is submitted on february 23, 2023.

Manufacturer narrative:
This report is submitted on january 24, 2023.

Event description:
Per the clinic, the patient experienced non-auditory stimulation leading to device non-use. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.